Event description:
Spontaneous call from patient who was reporting that her pump (serial number (B)(4)) was giving her 4 beeps and ¿not running¿ she also stated that when she looked at the cartridge inside the pump, it was empty but patient mentioned no leaks. Patient changed the batteries but still got the same alarm. Got patient set up on backup pump but about 2 hours later, had the same problem with backup pump (serial number (B)(4)). It was unclear if display actually displayed any error messages. Patient went to emergency room and hospital staff along with (B)(6) nurse was able to get the alarm to stop and the pump running again. It is unclear if there was any interruption to her therapy at the time. Cvs nurse visited patient and stated pumps appear to be working fine now. Per patient, no changes in breathing, no side effects reported, no injuries from pump issues. Did we [MFR] replace the device? Yes; did the pt have a backup device they were able to switch to? Yes; if yes, was the pt able to successfully continue their infusion? Yes; is the infusion life sustaining? Yes; what is the outcome of the event? Resolved. Did the product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? No. Is the actual device available for investigation? Yes. Reported to (B)(6) by pt/caregiver.